Manufacturer narrative:
A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse found approximately one drop of fluid was dripping every 2 or 3 samples at port 8 of the shear valve 85/126. The fse located a tiny hole in the sample line between shear valve 85/126 and the differential mix chamber at the metal fitting (port 8) of cvl 85/126. The fse cleaned the shear valve, drip tray, and trimmed approximately .25 inches from the tubing. The fse then attached the tubing to port 8 which resolved the leak. Service activity performed was verified to meet the specified requirements per established procedures. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to protective eyewear, gloves and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).

Event description:
A customer contacted beckman coulter (bec) reporting that more than 5 mls of bloody fluid leaked into the drip tray under the shear valves 85 and 87 in the coulter lh 750 hematology analyzer. The leak was contained within the instrument. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the incident. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous results were generated in connection to the reported event.